Event description:
It was reported that poly was found disengaged and appeared to be loose and not locked for an extended amount of time 2+years. Patient walked on prosthesis for 2+ years and finally came in complaining of pain. We removed the poly and examined. Significant backside wear on the posterior side. Wear on the oxinium femur posterior condiles. Poly was replaced. Wear on the tibial component was minimal to none and the locking mechanism appeared to be in good order.

Manufacturer narrative:
The associated complaint device was not returned. The medical investigation concluded that several attempts have been made to obtain clinical/medical documents to no avail. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.